Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that medication had fallen into a drawer, and the customer was unable to locate it a field service engineer manually removed drawer and located the medication. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, an incident occurred where a dose of controlled medication inadvertently fell onto another cubie, and the drawer was subsequently closed with the medication still on top. Upon reopening the drawer and emptying all the cubies, the medication was not located and appears to be lodged within the machine. The customer indicated that this situation has impeded their ability to dispense the medication, leading to a delay in administering it to the patient. There were no adverse events or injuries reported based on this incident.